Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine days later, a computed tomography angio (cta) chest with and without contrast was performed and it revealed pulmonary emboli in segmental and subsegmental branches of the left lower lobe and lobar, segmental and subsegmental branches of the right lower lobe. The involved segmental and subsegmental branches are small. After ten months, a computed tomography angio (cta) chest with and without contrast was performed and it revealed stable chronic thrombosis of several bilateral lower lobe segmental pulmonary arteries which was not significantly changed from the previous study. After eight months, a computed tomography angio (cta) chest abdomen pelvis with and without contrast was performed and it revealed segmental pulmonary arteries in the lower lobe consistent with chronic pulmonary embolus. The appearance was unchanged in comparison to the prior examination. No evidence of an acute pulmonary embolism. After four months, an inferior vena cava venogram was performed and it revealed occlusion of the infrarenal inferior vena cava below level of the filter. After seven months, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed there was occlusion of the infrarenal inferior vena cava. Filter was in place with its struts extending far extravascular and retroperitoneal soft tissues. After seven months and eight months, a computed tomography (CT) abdomen without contrast was performed and it revealed that the apex of the filter abuts the right anterolateral wall of the inferior vena cava. A single inner leg posteromedial on the left extends 20mm beyond the inferior vena cava wall. Two additional legs perforate posteromedial on the left and extend 10mm beyond the wall. Two legs located anterolaterally on the right extend 15mm and 20mm beyond the inferior vena cava wall and their tips lie intimately with the posterior wall of the proximal duodenal sweep without any definitive evidence for bowel perforation at this juncture. Most of remainder of the legs stay within the inferior vena cava lumen except for a single leg anteromedially on the left extending 1-2mm beyond the wall. No evidence for filter strut fracture or bending. Therefore, the investigation is confirmed for the alleged filter occlusion and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four years post vena cava filter deployment, a computed tomography scan revealed that the filter perforated the inferior vena cava extending into the peritoneum, extravascular and retroperitoneal and was occluded. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately four years, that the filter perforated the inferior vena cava extending into the peritoneum, extravascular and retroperitoneal and was occluded. The current status of the patient is unknown.